Event description:
The customer reported the monitor will not keep the image on screen. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the memory power supply. System operates as intended. (B) (4).